Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated earlier in the day (250 mg/dl). Customer treated elevated bgs by delivering a correction bolus via the pump. Customer partially attributed elevated bgs to consuming excess food. Bg levels were dropping back to normal range at the time of the call.